Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 2 stations were on critical override and remote support service was offline. A technical support specialist dialed into both the devices and confirmed they were no longer in critical override (co), spoke with customer, informed that pyxis stations automatically enter critical override (co) after a period of inactivity and recommended increasing the time window, which can be configured in patient encounter system (pes). The customer made the required changes on the server and confirmed completion. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, two stations were on critical override. The customer informed that there was currently one patient on the acute floor, and patient information was not crossing over; however, the patient details were present in ephi. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.